Event description:
A customer technical adovcate (cta) was contacted with regard to a low hemoglobin result generated when using a cell-dyn 1700 analyzer. In 2006 a patient with a hgb=5.0 g/dl was transfused with 3 units of blood. The following day a hgb=7.9 g/dl was obtained. The following day a new sample was drawn and a hgb=6.1 g/dl was obtained which was questioned by the physician. The patient was redrawn and a sample sent ot a reference lab obtaining duplicate results of hgb=9.0 g/dl. No impact to patient management was reported.